Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
Additional information was received from the customer. On 03/27/2017. (B)(4) blot testing was performed and was (B)(6) which supports the results generated using the architect hiv ag/ab assay. The customer has indicated that they do not believe the specimen was (B)(6) based on this result.

Manufacturer narrative:
This report is being filed on an international product, list number 04j27 that has a similar product distributed in the us, list number 02p36. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed (B)(6) architect hiv ag/ab results. The customer provided the following data (s/co): on (B)(6) 2017: architect hiv ag/ab: (B)(6). The customer indicated a (B)(6) result for (B)(6) was generated when tested using the determine method. The patient reported possible (B)(6) on (B)(6) 2017, but on the determine test there was no band for (B)(6), rather for (B)(6). A (B)(6) result was generated using a rapid test (method unknown). No impact to patient management was reported.

Manufacturer narrative:
Investigation of the customer issue included a review of the complaint text, a device history review, a search for similar complaints, and a review of labeling. Return material was not available from the customer. The device history review did not identify any non-conformances or deviations. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. The additional information that was previously submitted on (B)(6) 2017 indcated that western blot testing was also negative. Supporting that a discrepant result was not generated. Based on the available information no product deficiency of the architect hiv ag/ab combo reagent, list number 4j27-32, lot number 70059li00, was identified.